Manufacturer narrative:
The reported guide wire was received for analysis. Examination of the guide wire revealed the proximal core wire to be fractured at the proximal solder bond area. There was some adhered biological material on the spring tip proximal coils. Examination in the area of adhered material did not reveal any damage that would have contributed to the accumulation. Scanning electron microscopy found the presence of excessive torsional stresses on the fracture faces of the core wires. At the conclusion of the device analysis investigation, the reported event was confirmed. However, the root cause of the wire fracture could not be determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4)

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), the tip of the guide wire became detached. The target lesion was 100% stenosed and located in the dorsalis pedis artery (dp). The lesion was unable to be crossed with multiple catheters and balloons. A laser atherectomy device was utilized to reduce the lesion, and a viperwire guide wire was inserted and crossed the lesion. The spring tip of the guide wire became stuck in a vessel branch and would not advance. When the wire was repositioned, the tip of the wire became detached. A balloon was expanded in the vessel to allow a snare to be inserted, and the tip of the wire was snared and removed. The patient was stable following the procedure.